Event description:
It was reported the lead had a fracture, high impedance, and high threshold. The physician had attempted to remove the lead via laser and was unable to get the lead out. The patient was taken to surgery the next day where the lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary distal conductor fractured. Distal segment returned and analyzed.